Event description:
It was reported that there was a loading issue during the filling tubing step. There was no adverse impact to the customer's blood glucose level. The customer declined further troubleshooting, and no additional information was available regarding the outcome of the event.